Event description:
A patient with multiple medical conditions experienced seizures and expired suddenly. Additional information was requested but is not yet received.

Manufacturer narrative:
Analysis of the device revealed no anomalies. Further testing revealed the device was still above eri and exhibited normal characteristics.